Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Lead fracture was noted 27.1cm from the connector pin. The inner coil and one of the svc cables were fractured.

Event description:
It was reported that noise was noted with arm movement. Lead issue suspected. System was explanted and replaced.